Manufacturer narrative:
This is a final report. The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller (customer's wife) reported the customer's adc blood glucose meter continuously displayed an unspecified error message and he was therefore unable to test. Caller further reported that on (B)(6) 2015 at 10:30 a.m., customer was at a routine doctor appointment when he experienced swelling of his arms, legs, feet, chest, and stomach and also experienced a headache, feeling jittery, and "generally bad". Customer was transferred to the emergency room where a reading of 456 mg/dl was ontained on the adc meter and he was diagnosed with hyperglycemia and "retaining fluids". Customer was reportedly administered "35 units of novalog (insulin) and 55 units of levemir (insulin)" and his insulin dosage was also increased. Customer remained in the hospital for approximately 3 hours before a reading of 300 mg/dl was obtained on the hospital meter and he was sent home. There was no report of death or permanent impairment associated with this event.